Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, floppy septum, and a severe aortic hugger. A mitraclip ntw was inserted and placed on the mitral valve. However, due to challenging anatomy plus knob had to be applied and after establishing final arm angle (efaa) the second time and after the lock line was removed, the clip opened to roughly 20 degrees. Another efaa check was performed, and the clip remained closed. It was noted that the clip remained stable on the leaflets. Therefore, the clip deployed, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movements associated with clip opened during efaa and clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a